Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during set up of a procedure, the topaz wand could not be inserted to the black slot. It was not able to ablate nor coagulate. Back up device was available. A non-significant delay was reported. No further complications were reported. As per the preliminary results of the investigation, the visual inspection showed the electrode is detached.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: upon review during closure stage, it was determined that this event was already reported under (B)(6) in report 3006524618-2024-00114. Thus it will updated to non-reportable. H11: corrected information in h10.